Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the sensor and it kept asking him to enter their blood glucose level. He was trying to calibrate to enter auto mode. Customer reports entering multiple blood glucose levels within at least 45 minutes but the system did not transition to delivering auto basal. Customer's sensor glucose value was 42 mg/dl. Customer's blood glucose level was 48 mg/dl. The device was not returned.